Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the last time they set it to where they wanted it, they just put the controller away and had not used it. The patient noted she wanted her implantable neurostimulator (ins) taken out. The patient stated she didn¿t think it had been working for 3 years and she was still having problems with her bladder. Additional information from the patient reported the circumstances that led to the device not working was they stopped programming it for about 3 years. The patient noted they were not sure if there was nerve damage or not, but they are trying to find a doctor to remove it. The patient noted they were not steps taken to resolve the device not working. The patient noted they injured their hip and back and sometimes they what felt like the machine sending stimulation. The patient stated they did not know; they just knew they wanted the device out, but they were waiting to find out what was going to happen with their hip and back. There was no date set from removal. The patient was implanted for interstim other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.